Event description:
A report was received that a pt's ipg was flipped inside the pocket causing charging difficulties and discomfort. The physician performed a pocket revision. During the revision, the physician checked the leads and discovered that impedances were very low, therefore, explanted the leads and implanted a paddle lead. The ipg was left in. The pt is reportedly doing well after the procedure.